Manufacturer narrative:
The hillrom technician found that the account had a likorall 242 with a broken emergency button. The red button had been detached from the lift. The lift had been used by the account while the emergency button was broken. The instructions for use for the likorall 242 (7en120115, rev. 1, rev. 11) states under safety instructions: before lifting, always make sure that: the lifting accessories are not damaged. Additionally, the instructions for use states under inspection and maintenance: for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. If the users of the lift follow these instructions, there is no risk that a lift will be used without an emergency stop button. The technician replaced the emergency button to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the lifts emergency stop button was broken. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).